Event description:
It was reported that the patient has been feeling tired. The device rate response was changed to be more aggressive when the patient is active. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.